Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a flashing foggy screen and is cracked. The customer's blood glucose reading was unknown at the time of incident, although customer indicated they have had high and low blood glucose of unknown levels. Troubleshooting found that the drive support cap is pushed in more than normal. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.